Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b3, d9, h3. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex e): resumption of pulse during an organ harvest procedure. Investigation-evaluation. Cook incorporated was notified that a cook coda balloon catheter being used in a procedure was pierced/punctured. The device was being used in a maastricht type iii-controlled organ donation procedure. The balloon was inserted into the patient. The balloon was inflated and visualized in the x-ray completed. During the procedure, the patient had a resumption of a pulse, indicating a problem with the balloon. The cook coda balloon catheter was removed and was found to be punctured/pierced. Another cook coda balloon catheter was placed in the patient. The reporter indicated that the punctured/pierced balloon caused prolongation of the procedure and additional stress for the team performing the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU), personnel interviews, as well as a visual inspection of the returned device, were conducted during the investigation. One used cook coda balloon was returned to cook for investigation. Upon visual examination, the balloon was observed to be ruptured. No other damage to the device was noted. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one non-related nonconformance. A complaint history search did not identify any other events reported for a related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿ warnings: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown fig. 1 and 2. Over-inflation of balloon may result in: damage to vessel and/or vessel rupture, rupture of balloon, do not use a pressure inflation device for balloon inflation. Do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. The coda 46 mm balloon catheter should not be used for dilation of vascular prostheses in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. The coda 46 mm balloon catheter should not be used for dilation of vascular prosthesis in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. The coda 46 mm balloon catheter should not be used in vessels less than 24 mm in diameter. When used to expand a vascular prosthesis, the balloon radiopaque markers should remain within the prosthesis. Precautions: always monitor balloon inflation using fluoroscopic control. Potential adverse events: vessel dissection, perforation, rupture, or injury introduction sheath selection. For introduction, it is recommended to use a minimum 14.0 french introducer sheath for the 10.0 french coda balloon catheter and a minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter. Balloon inflation volume do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig 1 and 2. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture rupture of balloon maximum inflation volume: catheter size, max. Volume. Coda-2-10.0-35-140-46, 60 cc. Balloon introduction and inflation. Note: if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. Caution; prior to introduction, determine the amount of standard 3:1 saline and contrast mixture needed to inflate the balloon to the desired inflation diameter. Refer to the balloon inflation parameters char in figs 1 and 2. Over-inflation of the balloon may result in damage to vessel wall and/or vessel rupture. How suppled: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: b3. Correction: d9, h3. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Annex a: resumption of pulse during an organ harvest procedure. E1: phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook incorporated was notified that a cook coda balloon catheter being used in a procedure was pierced/punctured. The device was being used in a maastricht type iii controlled organ donation procedure. The balloon was inserted into the patient. The balloon was inflated and visualized in the x-ray completed. During the procedure the patient had a resumption of a pulse, indicating a problem with the balloon. The cook coda balloon catheter was removed and was found to be punctured/pierced. Another cook coda balloon catheter was placed in the patient. The reporter indicated that the punctured/pierced balloon caused prolongation of the procedure and additional stress for the team performing the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.